Manufacturer narrative:
Citation authors: qin jiang. Article title: comparison of two radiofrequency ablation devices for atrial fibrillation concomitant with a rheumatic valve procedure. Journal: chinese medical journal doi: 10.1097/cm9.0000000000000276. Date of event: earliest date of publish used for event date. Sex: the study population of group m included 129 patients (predominantly male). No unique device identifier were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of two radiofrequency ablation devices for atrial fibrillation concomitant with a rheumatic valve procedure. The patients were divided into two groups, group a were treated with a non-mdt device and group m were treated with a cardioblate devices. All data was collected from a single centre between may 2013 and may 2017. The study population of group m included 129 patients (predominantly male). A medtronic cardioblate device was used during these cases (serial and lot numbers not provided). From group m, 5 patients had transient severe atrial ventricular block, 3 had a stroke, 2 received a pacemaker. Based on the available information a direct correlation could not be made between the observed adverse events and the medtronic product. Among all patients no device malfunctions occurred. No additional adverse patient effects or product performance issues were reported.